Event description:
The complaint was reported as: the unit will not stay powered on.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was received for evaluation. A visual exam was performed and no issues were observed. Functional testing was performed and the unit passed all tests. The unit was prepared for a modified functional bench test, where an adult breathing circuit (product code (B)(4)) and a dual temperature probe (product code (B)(4)) was connected to the unit for a modified real time operational scenario. The unit successfully negotiated all pre-operational self-tests and was functioning real time. The unit functioned without interruption. Based on the functional testing, the complaint could not be confirmed. The unit functioned as intended.